Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-03277. The pt received her scs system on (B)(6) 2010, including an ipg and two percutaneous leads. On (B)(6) 2010, it was reported that the pt lost stimulation two weeks prior and felt heaviness in both of her feet. An x-ray revealed that both of the patient's leads had migrated to the ipg pocket and are wrapped around the ipg. No surgical intervention is scheduled at this time as the pt will attempt a noninvasive alternative to control her pain.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.